Event description:
The manufacturer became aware that a user of the simplygo mini had states damage to the pc board due to overheating/electrical burn. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.